Event description:
The customer reported that soon after the pencil was connected to the generator, the cut function activated automatically. The pencil was replaced with another. There was no pt involvement.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.